Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned the facility has purchased 3 new heater-cooler devices, which are now in service. The contact reported that he believes the contaminated unit was removed from service. A lab report was provided in subsequent follow up communication which documented the testing results for samples of raw city water, filtered city water and warm sink water from an operating room. The raw city water and tested positive for m. Chimaera and m. Chelonae, the filtered city water tested positive for m. Chimaera and m. Gordonae and the operating room sink water tested positive for m. Avium and m. Gordonae. The test report also documents the results of testing for two devices (see medwatch report number 9611109-2017-00011 for the other device). One of the devices tested positive for m. Chimaera both pre- and post-cleaning, and the other unit tested positive for m. Chimaera and m. Gordonae both pre- and post-cleaning. The report did not specify which test results correspond to the unit subject of this report. Bioaerosol samples were also taken from the front and back of the unit and control air samples were taken from an operating room and field blank samples. All of the air samples detected no growth using media specific for ntm. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2017, sorin group (B)(4) received a user medwatch report (4700030000-2016-8014) stating that water samples taken from the sorin heater-cooler system 3t pre-cleaning and post-cleaning, as well as samples taken from the filtered tap water, were found to be contaminated with mycobacterium chimaera. The report states that no known patient infections have been identified.